Manufacturer narrative:
The field complaint of the transmitter having a broken usb port was verified; however, the field complaint of a burnt power cord was not verified. The visual inspection revealed no damage to the outer plastic housing of the transmitter or to the ac power adapter or to the power cord. The visual inspection did confirm the broken usb port. The plug adapter (prongs) was removed, and no damage was noted on the green contact strips. The unit was plugged in to the working ac power outlet and the unit powered on successfully. The unit booted up to sleep mode, which is considered normal behavior for a transmitter. Unable to perform the delete/downgrade process due to the damaged usb port. Upon further inspection, there was no damage to the main pcb of the transmitter or to the main pcb of the ac power adapter. In conclusion, the unit was completely responsive throughout troubleshooting and there was no burn damage noted to any part of the transmitter or ac power adapter.

Manufacturer narrative:
Correction: section h6 - "thermal decomposition of device" should not have been submitted in adverse event problem in 2017865-2025-1007484.

Event description:
New information received notes that the patient did not report any allegation regarding the transmitter power cord being burnt.

Event description:
It was reported that the power cord of the patient's transmitter was burnt due to a broken plug, and the universal serial bus (usb) port was damaged. The transmitter was replaced, and the patient did not experience any adverse consequences.